Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). It was reported that yesterday, the patient's ins battery had ran out and the patient went to the ER. The caller got in contact with manufacturer representatives (rep) and they met the caller and patient at the hospital to help patient turn therapy back on. The caller stated the rep had lowered the patient's settings as turning therapy back on with the original settings would have been too intense for the patient. The caller stated the patient had tremors, a bit of mouth tremor, where their speech was delayed and they were not speaking right. The caller stated the patient needed their settings increased to address the symptoms of lowering therapy, and that they were meeting with rep, on friday to do so. The caller mentioned they required assistance from rep at the hospital as they had charged the patient's ins, but the therapy would not turn back on with their external equipment and they believed the device was faulty. The caller stated the two left buttons (turning therapy on/off) on the recharger did not work. Pss reviewed general function of recharger. Caller was not with equipment at time of call and caller confirmed the recharger charged the ins properly, so pss believed the equipment was working as intended. Pss reviewed general use of patient programmer, and caller stated the patient never had one. The patient was redirected to their healthcare provider and local rep in regard to ordering a patient programmer.